Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side "ultrasound suggesting evidence of rupture," "contour alteration," "pain," and "abundant anechoic peri-prosthetic fluid." Patient was treated with "painkillers." Device remains implanted.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: inflammation/irritation.

Event description:
Healthcare professional reported right side "ultrasound suggesting evidence of rupture," "contour alteration," "pain," and "abundant anechoic peri-prosthetic fluid." Healthcare professional reported double capsule and seroma/ periprosthetic capsules will be tested "to rule out the presence of an alcl." Pathological markers were not provided. Previous treatment with painkillers was given. The device has been explanted. Healthcare professional later denied diagnosis of alcl but reported "areas of fibrinoid necrosis" and inflammation.

Event description:
Healthcare professional reported double capsule and seroma/ periprosthetic capsules will be tested "to rule out the presence of an alcl." Pathological markers were not provided. Previous treatment with painkillers was given. The device has been explanted.

Manufacturer narrative:
Annex f health effect-impact code: f2303, f2201. Device evaluation: visual analysis of the photographs identified white and red tissue and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.